Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-02961], the patient was experiencing a motor response in their legs while the ipg was in surgery mode. The ipg was explanted and replaced during the procedure to address the issue. The s1 lead fragmented and was left partially implanted in the patient and surgical intervention may be undertaken to address this issue.